Event description:
After successfully broaching with a #3 broach and countersinking the #3 broach approximately 1 cm below the neck resection level, dr. Proceeded to implant the #3 accolade tmzm implant. The #3 tmzf implant would not seat to the proper depth. The implant had to be left 1 cm proud.